Event description:
Reportedly, the problem with the subject programmer is that the cpr3 head didn't initialize after being dropped on the floor.

Event description:
Reportedly, the problem with the subject programmer is that the cpr3 head didn't initialize after being dropped on the floor. Preliminary analysis revealed that no issue is suspected on the subject orchestra plus.

Event description:
Reportedly, the problem with the subject programmer is that the cpr3 head didn't initialize after being dropped on the floor. Preliminary analysis revealed that no issue is suspected on the subject orchestra plus.